Manufacturer narrative:
(B) (4).

Event description:
The healthcare provider (hcp) was changing drugs in the pump and did not prefer to do bridge boluses; he preferred to do system content removals. The hcp tried to aspirate the catheter and was only able to remove an estimated .2 ml of fluid. Because he could not aspirate more than that they were going to do a bridge bolus and realized that the pt may be under dosed because some or all of the catheter may have been cleared of drug. The pt was going to be monitored in hospital. Additional information has been requested, a follow-up report will be sent if additional information becomes available.